Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer screen went blank. Mpu (main processor unit) printed circuit board assembly found out of electrical specification.

Event description:
It was reported the display screen goes out (goes black) during device followup or start up. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 229047 analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.